Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It was recommended to replace the downstream sensor and the scratched screen.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed an alarm that the cassette is not attached and had screen damage. There was no patient involved.